Manufacturer narrative:
A ge rep evaluated the system and realigned the table spring. System operates as intended.

Event description:
Customer reported the system is displaying a downward motion blocked error. No pt injury was reported.